Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to power on. As per part investigation, it was determined that there was thermal damage observed on the power supply board of the assy power module med. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR.) For serial number (B)(6), covering the manufacturing period beginning on 20sep2019, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "unit won't power up" was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. The device was initially evaluated by the fse according to work order (wo) (B)(4): the field service engineer (fse) reported that the station would not power on, then replaced power supply and the station turned on. Tested in app without further issues. During dchu visual inspection: p/n 136617-03: received with no signs of physical damage, loose components, fluid ingress or missing components. During dchu testing: p/n 136617-03: dmm testing detected no output voltage. During internal inspection: thermal damage detected on components of the power supply board. The device was in use for treatment purposes as intended per 21 cfr. 820.198(d).